Event description:
It was reported that bd eclipse needle shield came off of the product. No serious injury or medical intervention was reported.

Manufacturer narrative:
No sample or picture was return for investigation. During the review of DHR, there was no failure observed on the hub hook breakage and safety shield fall off/break off test which was performed during out-going inspection. Root cause could not be determined as there is no sample returned for investigation. (B)(4) has been raised to address safety shield disengagement issue.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle shield came off of the product. No serious injury or medical intervention was reported.